Event description:
During a surgical procedure a piece of the o-ring from a renew handpiece fell off into the patient. The hospital is unaware of the serial number that was involved. The four renew handles that were returned are: 3904 - s/n (B)(4) - lot# 00109074. 3904 - s/n (B)(4)- lot# 00109074. 3904 - s/n (B)(4) - lot# 53815. 3924r- s/n (B)(4) - lot# 52655r.

Manufacturer narrative:
Not applicable.